Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex, with mild tortuosity and mild calcification. Pre-dilatation was performed with a 2.5 x 15 mm non-abbott balloon, reducing the stenosis to less than 40%. The 2.5 x 18 mm delivery system was advanced to the target lesion without resistance, but when pressurized, the implant did not show expansion. The device was removed without difficulty although the implant was slightly deployed. Once outside the patient, the device was examined and when fluid was injected, a hole was noted in the proximal section of the balloon. There had been no resistance removing the protective sheath from the device during prep. A new same size device was used to successfully complete the procedure with a good outcome. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported inflation issue and material rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.